Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2184149-2020-00032. During the procedure, the temperature of the catheter was higher than expected (approximately 90ºc). The catheter also had connection issues to the ampere generator. The procedure was cancelled with no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexibility ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing, and functioned per requirements during an irrigation flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature and communication issue remains unknown.